Event description:
It was reported that the patient had a volume discrepancy and a return of symptoms in the lower extremities. The expected reservoir volume was 4.6 ml while the actual reservoir volume was 17.4ml. It was questioned whether the patient's pump had been filled with 18 ml at implant, as was thought, or if the patient's pump had been filled with 40 ml which would explain the discrepancy. It was thought that the pump had been filled with 18 ml at implant. In 2008, the pump was able to be filled with 40 ml. The health care provider was sure that they were in the reservoir because the refill was done under fluoroscopy and had negative pressure. Initially the patient had no return of symptoms but had asked for an increase 7 days post implant. The drug used in the pump is lioresal 500 mcg/ml at a dose 70 mcg/day. A problem was also reported relating to the catheter access port (cap) procedure. There was difficulty aspirating fluid through the cap. The physician was only able to aspirate 0.5 ml from the cap indicating a possible occlusion. Additional information has been requested but was not available on the date of this report.